Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received by baxter, and the evaluation has not yet been completed. Lot number is known, hence a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed with respect to the minicap pouches being damaged based on evaluation of the sample received. The sample received showed strong evidence of excessive handling. Based on the analysis, it was concluded that this issue was due to the patient checking the integrity of the seals. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter a packaging related defect issue for minicap found before use. The customer stated that the overpouches of the minicaps were opened. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.